Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was being treated for an arteriovenous (av) thrombus and as such, could not safely undergo a system controller and modular exchange that was desperately needed from wear and tear.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms regarding an issue with the pump were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists thromboembolism (including venous and arterial non-central nervous system) as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.